Event description:
The customer reported a ventilator experienced a high blower temperature during clinical use. The device was in clinical use at the time the issue was discovered. Further information regarding medical intervention has been requested from the customer. No response has been received at this time. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The customer reported that it was determined that the filters on the unit were both occluded. The rse advised the customer to replace the filters and perform a complete performance verification test (pvt) with passing results before placing unit back into service. The philips international field service engineer (fse) replaced the air inlet and cooling fan filter. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.